Event description:
Paramedics responded to a medical call, pt condition not reported. ECG electrodes were placed on the pt and the device powered on. Reportedly, the device displayed service on the screen and all the leds were flashing. Power was cycled to the device in an unsuccessful attempt to use the device. A back up device was made available and care to the pt was continued. The pt was transported to a hospital, the reporter stated there were no adverse affects to the pt as a result of device operation.